Event description:
The customer tested her blood glucose and received a reading of 81 mg/dl using her breeze2 meter. After testing, the customer went to the doctor's appointment and passed out while driving. Paramedics tested the customer's blood glucose at 25 mg/dl once they arrived. The difference between the customer's glucose readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was treated with IV glucose before being taken the hospital. The customer did not have control solution, so troubleshooting was not possible. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter kit was sent to the customer.